Event description:
No new information.

Manufacturer narrative:
An event regarding loosening involving unknown gmrs femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "no specific occlusions can be made based on the data presented. No medical information, patient history, sequential x-rays, or operative reports were provided for review. The report is based solely on the pi reports and a powerpoint slide it looks like a stryker request for custom implants. It appears that there is a request for custom implants for patient with a distal femoral resection having failed distal femoral replacement due to infection. The patient currently has a spacer in place. Event confirmation: a distal femoral resection can be confirmed with what appears to be antibiotic spacer. Request for custom implants can be confirmed. Root cause: the root cause for the surgery is an osteosarcoma. The root cause for the revision surgery has been aseptic loosening and infection. The root cause of the request for custom implants is significant bone loss and osteolysis." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to loosening. A review of the provided medical records by a clinical consultant indicated: "no specific occlusions can be made based on the data presented. No medical information, patient history, sequential x-rays, or operative reports were provided for review. The report is based solely on the pi reports and a powerpoint slide it looks like a stryker request for custom implants. It appears that there is a request for custom implants for patient with a distal femoral resection having failed distal femoral replacement due to infection. The patient currently has a spacer in place. Event confirmation: a distal femoral resection can be confirmed with what appears to be antibiotic spacer. Request for custom implants can be confirmed. Root cause: the root cause for the surgery is an osteosarcoma. The root cause for the revision surgery has been aseptic loosening and infection. The root cause of the request for custom implants is significant bone loss and osteolysis." Additional information including product details, operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the 2025 revision. As per pss implant request: brief medical history: - osteosarcoma 2009 that affected the right distal femur that underwent resection and replacement. - revision due to infection 2016 treated with a antibiotic spacer. - failed right distal femur aseptic loosening and osteomyelitis. - explantation and antibiotic space (B)(6) 2025 to present. Would like a proximal stem with a diameter larger than 19mm with standard length possibly 1 cm with a side plate that allows for a screw to be driven through plate and through stem. A 19mm reamer was used and was still too small for canal.